Manufacturer narrative:
The device was returned to olympus for inspection. Date of event is unknown. Additional information will be provided if available. Based on the results of the investigation, it is likely the following led to corrosion on the electrical contacts of the video connector: due to prolonged exposure to moisture such as condensation or humidity that adheres during use or storage and is not adequately removed. Corrosion in various parts generally occurs over time. It is likely the following led to air leakage: due to cracks on the side of the video connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The autoclavable camera head was returned to the service center with a report of cracked in the terminal port. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, corrosion on the electrical contacts of the video connector and air leakage occurred was found. There was no patient involvement.